Event description:
It was reported that electrogram (egm) review revealed this recently implanted right ventricular (rv) lead exhibited noise with oversensing and pacing inhibition. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. The noise did not appear to be attributed to electromagnetic interference (emi), as there were no signals observed on the right atrial (ra) lead. However, the signals on the rv were noted to be small. Further evaluation in cliinc was recommended. Ts recommended evaluating the patient's sleeping environment for possible contributing factors, as the events typically occurred late in the evening. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review revealed this recently implanted right ventricular (rv) lead exhibited noise with oversensing and pacing inhibition. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. The noise did not appear to be attributed to electromagnetic interference (emi), as there were no signals observed on the right atrial (ra) lead. However, the signals on the rv were noted to be small. Further evaluation in cliinc was recommended. Ts recommended evaluating the patient's sleeping environment for possible contributing factors, as the events typically occurred late in the evening. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the patient was seen in clinic, and the observed noise and sensing issues were not reproducible. Sensing was changed from automatic gain control (agc) to fixed. This rv lead remains in service. No adverse patient effects were reported.